Manufacturer narrative:
Continuation of d10: product ID 389133 lot# j0406542v. Implanted: (B)(6) 2004. Explanted: (B)(6) 2022. Product type: lead. Product ID 389133 lot# j0406542v. Implanted: (B)(6) 2004. Explanted: (B)(6) 2022. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Seroma aspired; pocket wound exploration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause was normal battery depletion and the patient wanted the ipg site moved for comfort. Event is ongoing as of (B)(6) 2022. Device disposition is unknown

Manufacturer narrative:
Continuation of d10: product ID 389133, lot# j0406542v, implanted: (B)(6) 2004, explanted: (B)(6) 2022, product type lead product ID 389133, lot# j0406542v, implanted: (B)(6) 2004, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The issue was resolved without sequelae (B)(6) 2022

Manufacturer narrative:
Continuation of d10: product ID: 389133, lot# j0406542v, implanted: (B)(6) 2004, explanted: (B)(6) 2022, product type: lead; product ID: 389133, lot# j0406542v, implanted: (B)(6) 2004, explanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from multiple sources (clinical study, healthcare provider (hcp) , manufacturer representative (rep)) reporting that the patient had a surgery on (B)(6) 2022 for a lead revision and to replace the ins and to move the ins site. It was reported that the patient then came to the office on (B)(6) 2022 and noted some edema to the right side of their low back, where the ins had been before it was moved to the left side on (B)(6) 2022. The patient was told to place ice to the area and pressure to the area to help reduce the edema. The patient came back on (B)(6) 2022 and reported persistent swelling around the previous site location on their right buttock area. The patient came to the clinic on (B)(6) 2022 and had a seroma to the right side of their low back. The seroma was aspirated on (B)(6) 2022 and the patient called the office on (B)(6) 2022 with the reports that the seroma was filling up again. The patient had aspiration of the seroma on (B)(6) 2022 and again on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Doctor took patient to surgery on (B)(6) 2022 for exploration of pocket wound. Do not have results yet.

Manufacturer narrative:
Concomitant products: product ID: 389133, lot#: j0406542v, implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: lead . Product ID: 389133, lot#: j0406542v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 389133, serial/lot #: (B)(4), ubd: 25-feb-2008, UDI#: (B)(4); product ID: 389133, serial/lot #: (B)(4), ubd: 25-feb-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the left lead has been nonfunctional for many years. In the past two ins change outs, the lead was not plugged in. (Specific date unknown) all impedances on their left lead are out and didn't or couldn't deliver stimulation where the patient needed it. There are some combinations that are out on the right lead as well. Right lead contacts 4 and 5 were out and most of the others were in normal range. They will discuss with  their health care provider to determine if they are going to replace ins at time of lead vs change out lead then come back later to do the ins.